Event description:
Philips received a complaint from the customer on the v60 device indicating that there was misalignment in the touch position. There was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite to further investigate the issue. A calibration of the touchscreen was performed but this did not resolve the issue. The touchscreen was then replaced, and the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.